Event description:
Information received that the brake caster would lock and hold, but caster would rotate if pushed on side. No injury reported.

Manufacturer narrative:
Technician found that the brake caster would lock and hold, but caster would rotate if pushed on side. Replaced caster to resolve this issue. Bed on first floor.